Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue/debris on lens. Visual inspection found one haptic broken and residue/debris on the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.50/+2.0/084 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for another same model/length lens. The lens was implanted in a vertical position and the problem was resolved. The cause of the event was unknown.